Event description:
It was reported the patient's scs system was explanted due to infection. Reportedly, the patient's ipg site had been infected for some time.

Manufacturer narrative:
The reported observation of ¿infection¿ can not be confirmed through lab analysis alone. The root cause of the issue as related to the implantable pulse generator (ipg) or associated lead was not ascertained. The device exhibited normal device characteristic during analysis.